Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: mildly turbid yellowish fluid; brownish gray staining of the synovium that was mildly hypertrophic. The information received does not change the MDR decision.

Event description:
Litigation alleges that the patient experienced the following on account of her asr hip implant: acetabular cup detachment; disconnection; loosening; metallic debris; pain; inhibition of the ability to walk.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
(B)(6) 2012, patient fact sheet was received, which identified part/lot information, side revised, no revision at this time and birthdate.